Event description:
Information was received that further supports the fact that the generator's reed switch is malfunctioning (stuck closed). The rep was present during the interrogation when the low out put and can confirm the magnet was not taped to the generator during the interrogation. Additionally the patient was unable to feel the magnet swipes after performing them. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient's device is showing a low output. The device is also unable to perform diagnostics and is displaying an error code 254. The device can be interrogated however. A review of the data indicated that there is likely a issue with the patient's magnet mode as it relates to a malfunction of a mechanical component associated with the reed switch the patient is having an increase in seizures as result of the low output current. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was noted that the patient was replaced of their generator. The explanted device has not been received by the manufacturer. No other relevant information has been received to date.